Event description:
Additional information was provided on 18oct2021: the access or target location was the left common femoral artery. The catheter got caught when trying to cross stenosis. The issue did not require any additional procedures. A snare was used to retrieve the catheter tip. The patient was noted to be stable with no known repercussions.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b2, b5, h6 event summary as reported, during an unknown procedure, the tip of a crosscath support catheter separated from the device. The lesion was extremely calcified and unable to be crossed. The physician had the catheter buried in the lesion and was not aware of the separation at the time of the original procedure. The patient underwent another procedure at a later date and the physician found what was assumed to be the tip of a cxi catheter wedged into calcium. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control data. The complainant did not return the complaint device to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." "Do not advance catheter without the wire extending out of the distal tip." Based on the available information and a clinical assessment of the event, cook concluded that patient anatomy was the cause of this incident. It was reported that the lesion was extremely calcified and unable to be crossed, and during the procedure the catheter was buried in the lesion. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 12jul2021. The complaint device was a crosscath support catheter, not a cxi catheter. The physician was attempting to cross an extremely calcified lesion and had the catheter buried in the lesion.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: b5, d1, d4, g4, h4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = although the exact rpn is unknown, the 510(k) is either k122796 or k160884. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the tip of an unknown cxi catheter separated from the device. The anatomy was highly calcified, and the lesion was unable to be crossed. The physician was not aware of the separation at the time of the original procedure. The patient underwent another procedure at a later date and the physician found what was assumed to be the tip of a cxi catheter wedged into calcium. Additional information has been requested.